Manufacturer narrative:
A review of the complaint revealed that disinfection was performed before homeostasis; however, there was a glove change. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent an ablation procedure during which the vascade mvp closure device was utilized. A short groin sheath was reportedly reused in conjunction with the vascade device. There were no device related anomalies or procedural complications reported during the initial procedure. Approximately 2 weeks postoperatively, a localized infection developed at one of the closure sites. Antibiotics were administered, and the patient was discharged home without requiring hospitalization.